Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the treatment of an abdominal aortic aneurysm of unknown size. It was reported that the patient presented emergently 16 years 6 months post the index procedure with abdominal pain. CT showed a type iiia endoleak at the junction of the aneurx bifurcated stent graft and a previously implanted non mdt cuff stent graft. Intervention was performed with the implantation of twox36mm endurant cuffs at the area of the type iiia endoleak from the flow divider up to the lowest renal artery. Additionally, four 16x16 endurant iliac stent graft limbs were placed bilaterally from the flow divider down to reline the entire system. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.